Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl video baton 3-4 and confirmed the intermittent image when the cable was torqued/twisted near the baton handle. The cable was crimped/damaged near the baton handle. The glidescope avl video baton 3-4 was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on 07 sep 2016 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the picture was blinking out, possibly due to a short. The reporter also noted there were squiggly lines on the screen. A delay in the procedure of an unknown duration occurred as a back-up glidescope avl video baton 3-4 was obtained. No harm to the patient or user was reported.